Event description:
It was reported that the impedance was high on the right ventricular lead which triggered a lead warning. It was noted by the patient that they ¿passed out¿ around the same timeframe as the lead warning. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01 implantable pulse generator (B)(6) 2008. (B)(4).